Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the camera head was not working and that lines were appearing on the screen during reprocessing involving an olympus camera head. There were no reports of patient involvement.